Event description:
The receiver-stimulator of this device dislodged and migrated toward the pinna, causing pain and interferring with microphone placement. The pt was explanted due to this complication.